Event description:
In 2003, the vad coordinator contacted the manufacturer reporting that at the end of the implant, when unplugging the dual driver console (ddc) from the wall, for transport of the patient to the floor, the ups battery failed to power the pump. The main power switch was on and also the ups battery power switch was on. A portable ups battery was used to power the driver during transport of the patient. The driver was unplugged the following day and this situation was repeated. The ddc was removed from the patient switched to a bank up ddc with no effect on the patient. The patient remains on vad support, while awaiting a heart transplant.